Event description:
It was reported that "a weld on the right leg rest cracked and the bolt for the crossbars is very loose."

Manufacturer narrative:
It was reported that "a weld on the right leg rest cracked and the bolt for the crossbars is very loose and reported that the issue was identified while the unit was being placed into a car. It was further reported that the product had been purchased approximately one week prior to the event. Stated that they did not know why the weld had broken or why the bolt was loose. Photographs of the affected product were provided for review. Additionally, review of the submitted photographs reportedly showed that the frame of the transport chair was fractured." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.